Event description:
Received information from medtronic representative reporting telemetry problems with the ins. The ins was unresponsive to telemetry attempts by the physician and patient programmers, as well as the recharger. Using the antenna locate feature resolved the telemetry issue and resulted in a power on reset condition on the recharger's screen. Medtronic representative was attempting to clear the power on reset. No other information was provided. Additional information has been requested and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).